Event description:
In 2005, this pt was implanted with gore excluder aaa endoprostheses. The following month, the pt developed left lower limb ischemia with occlusion and a fem-fem bypass was performed with a gore-tex thin wall stretch graft. Three months later, the pt became septic and was treated with antibiotics which resolved the infection. In 2006, the 8mm gore-tex graft was removed due to chronic infection another bypass graft was performed (manufacturer unk). A review of pt's films revealed that the trunk-isplateral leg component was undersized and contributed to a proximal type I endoleak. The contralateral limb was deployed outside of the contralateral gate of the trunk-ipsilateral device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt (pxc141200/lot #03529660).